Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment and found if failed for spray test. Then quality personnel tested attachment and found it failed to meet for maximum allowable temperature specifications. The attachment then was disassembled and microscopically inspected to find a possible cause for the rise in temperature. The head and set components displayed moderate to severe amounts of debris. Head tail, head, main drive dog and set gears were slight to moderately worn and displayed slight to moderate amounts of debris. All components were dry. The bur end bearing inner race exhibited a moderate amount of debris. The bur end outer race was stuck inside the head cavity and the bur end retainer was destroyed. All cap end bearing components exhibited moderate amounts of debris. All cap end and bur end bearing components were dry and displayed slight debris on some components. The o-rings were damaged. Although the attachment was in operational condition, the inner components indicate that a lack of maintenance may have caused an accelerated wear of the internal components which could have led to the breakdown of the internal components and the temperature increase reported by the complainant.

Event description:
In this event a doctor reported that a estylus 1:5 attachment overheated. There was no injury or intervention.